Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 270 mg/dl while wearing the pod on their arm between 37 and 48 hours. It was reported that upon removal of the pod, the cannula is a little bit blocked. As treatment, a bolus was administered and a new pod was applied. There was no medical assistance required.